Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was placed on the in-house system and it passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument was transferred to engineering team for further inspection and the initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. Thermal damage was observed on the distal yaw pulley, near the crimp location. Additional observation was that the cautery hook appeared to be dislodged and rotated from its intended position. As the product exhibited a broken conductor wire, this could lead to over stress on the distal subassembly causing the ceramic sleeve to become dislodged, resulting in more space in the hook section of the molding. The dislodged hook was still intact and would not lead to fragments in the patient. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, permanent cautery hook was being used for coagulation and cautery for a while and after that the instrument stop delivering any electricity. The bipolar cord was changed twice and still not working. The procedure was completed as planned with no reported injury using a backup instrument.